Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012, the patient obtained occlusion alarms on the pump. The patient reported she had obtained intermittent blood glucose readings ranging from 400 mg/dl to 500 mg/dl. The patient did not report any symptoms of high or low blood glucose levels. The patient also noted she was taking antibiotics for an infection, which can contribute to elevated blood glucose readings. Troubleshooting revealed no issues with the pump, it was determined to be delivering insulin appropriately. It was also determined the patient had bleeding at the infusion site, which may have contributed to under-infusion of insulin. There is no evidence the pump was not accurately and correctly delivering insulin. However, as the patient experienced blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no recorded history from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A force sensor calibration test was performed and confirmed that the pump was correctly detecting force. An occlusion alarm was induced and the pump alarmed appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no occlusion alarms occurred during testing. No delivery related defects were found during testing.